Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A sentrant hydro sheath was used as an accessory product. The proximal neck was 26 mm in diameter and 30 mm in length. The vessels were severely tortuous and mildly calcified. It was reported that during the procedure, the physician was unable to cannulate the contralateral gate due to tortuous iliac artery. The sentrant sheath was pulled down into the iliac (it had been in the aorta) and exchanged the guidewire for an amplatz super stiff wire to advance the sheath however, was unable to advance due to tortuosity of the left iliac artery. After a bit, the physician noticed that the guide wire was going in the wrong direction so a scan was done and contrast was observed outside the confines of the aorta. The guidewire perforated the iliac artery near the aortic bifurcation. At that time, the physician deployed the remaining main body, put a balloon up inside the graft, and inflated the balloon to ¿cross clamp¿ the aorta. The physician then converted the patient to open repair and sewed a dacron graft to the endurant bifurcated graft and did an aorto-bi-femoral graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).